Event description:
Emt's responded to a person described as cold, unresponsive and down for a long time. The pt was connected to the device with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes and would not allow an analysis of the pt's rhythm. The electrodes were replaced then proper operation was observed. The reporter stated the device then properly responded to the pt's rhythm that no shock was advised and that the pt was not resuscitated because the pt's rhythm was not shockable.